Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) failed. A field service engineer (fse) reinstalled the bio ID and then rebooted the station. During the process, drawer 5 full-height cubie drawer failed, and connections on the controller board were reseated. Customer tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid scanner was not operational. The failure of the bioid prevented the user from logging into the system. There were no delay or adverse events or injuries reported based on this event.